Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pacemaker was observed to be in back up mode. The issue was resolved after a software download. The patient's condition was stable.